Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medical assistant reported that prior to a procedure there was intermittent response from the footswitch. There was no patient involvement. The surgery was started and completed.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch and the footswitch interface printed circuit board (pcb) were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 19, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event for the system can be attributed to the footswitch interface pcb. (B)(4).